Event description:
It was reported that four days post implant, the atrial lead dislodged. The lead was repositioned. The patient presented with sick sinus syndrome and was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: